Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blisters that broke open. There was no alleged device malfunction contributing to the irritation. The patient¿s physician examined the area and stated it was a burn but there was no indication that treatment had been given. Follow up indicated that the blisters improved.